Manufacturer narrative:
This event was already reported under numbers 3010536692-2021-00257, 3010536692-2021-00258, 3010536692-2021-00259. After the investigation the two incidents were found to be related to the same patient. Please void the initial report for 3010536692-2021-00270 and reference the medwatch numbers listed above in the future.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a study by (B)(6) reported one unrevised case of "joint instability."